Manufacturer narrative:
The device is available for evaluation, however has not yet been received. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a primary plum set where it was reported the green connector had leakage noted during total parenteral nutrition (tpn) infusion. There was no other physical damage noted on the product. The tubing was replaced and therapy resumed. It was unknown if there was unprotected drug exposure to the patient and healthcare provider, but there was no chemo drug involved. There was patient involvement, but no patient harm in the event.

Manufacturer narrative:
Received one used 142560488 primary plum set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on 11/7/2023.